Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, there was red cell hang-up seen in three (3) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which showed customer indicated failure mode: red cell hangup. Complaints for sample quality were not under statistical control for the month of january 2026, additional testing was performed. Factors that may contribute to red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. No difficulties were encountered during blood collection, and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, red cell hang up, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: red cell hang up via photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, there was red cell hang-up seen in three (3) tubes. No adverse impact was reported regarding the patient or user.